Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was missing the product label on two (2) sleeves prior to use. There was no health impact or consequence reported.

Event description:
It was reported that the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was missing the product label on two (2) sleeves prior to use. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4065480 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing, including sleeve attributes, performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4065480 for labeling. Retention samples from batch 4065480 were not available for inspection. Six photos were received for investigation. Two photos feature a plate print from batch 4065480 (time stamp (B)(4)) for batch verification. The other four photos each show sleeves with no sleeve labels next to a carton label from batch 4065480. No return samples were received for investigation. It is noted that this product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed for missing sleeve labels. No complaint trend has been identified for labeling; no actions are indicated at this time per bd procedures. Bd will continue to trend complaints for labeling.